Event description:
Possible device related complication reported during clinical trial. Pt experienced grinding sensation on full flexion and internal rotation and discomfort in the lateral aspect of left thigh with activity 2 years post-op. No revision required at this stage.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.